Event description:
It was reported that during a coronary drug eluting stenting treatment shaft fracture, dislodgement, and patient complications leading to surgery occurred. However, the procedure notes do not address the shaft fracture and balloon dislodgement. On the day of the event, the patient was scheduled to undergo treatment of in-stent restenosis of unknown size/type stents located in the left anterior descending (lad) and diagonal. However, on the morning of the scheduled procedure, the patient developed severe recurrent shoulder pain and chest pain, became hypotensive, diaphoretic, and tachycardic. She presented emergently, and it was found that the lad had an ostial stenosis of 30% and then had a proximal stenosis of about 80% with in-stent restenosis of the proximal stent of about 70%. Also, the distal stent had an in-stent restenosis of 50%, and a medium size diagonal had an ostial stenosis of 80%. The physician accessed the lad with a guide and wire, and then advanced a 3.00x12mm balloon of unknown type and dilated the distal in-stent restenosis of the lad. The physician then dilated the more proximal stent stenosis, at the same time dilating the diagonal with a 2.50x12mm balloon of unknown type. The visual stenosis at the distal lad was less than 10% and the proximal in-stent restenosis was less than 10%. The physician attempted to deliver the 2.50x16mm taxus express2 drug eluting stent into the diagonal, but was unable to deliver it, so the physician reintroduced the 2.50x12mm balloon and dilated the diagonal twice. The physician attempted to deliver the 2.50x16mm taxus stent to the diagonal, but was unsuccessful, and the stent became imbedded in plaque and could not be retrieved. Despite attempting to "deep throat" the device with the guide catheter the stent became dislodged in the left main and the proximal part of the lad. The physician then tried to retrieve the stent using the wire, but was unsuccessful, and then tried to advance a balloon beyond the stent and then pull it back, hoping to dislodge the stent and push it back into the guide. Again the attempt was unsuccessful. The physician then tried to snare the proximal end of the stent, but was unsuccessful. At this stage and after trying for a number of hours and giving large amounts of contrast and with the patient being stable, it was decided to stop the procedure. A balloon pump was placed in the patient's left groin and the patient was scheduled for bypass surgery the following morning. Medications used during the procedure included heparin and fentanyl. Further information has been requested, but has not been received.

Manufacturer narrative:
..